Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Patient was implanted with eight hole proximal femur hook plate and screw construct on (B)(6) 2012. On an unknown date, plate broke due to a non-union. Patient returned to the or on (B)(6) 2013 for removal of hardware. Patient was revised with ten hole 4.5mm proximal femur plate, six locking screws, one 7.3mm cannulated locking screw, and five cables. Patient was also revised to femoral strut and bone graft. This is 1 of 9 reports for this event.